Manufacturer narrative:
Approximately 90 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter was removed as part of the valve explant.